Manufacturer narrative:
The boston scientific technical services department suggested performing another capacitor reformation to see if charge times would decrease. An attempt was made to gather additional information about this event, but it is unknown if a second acr resulted in eri declaration or if charge times decreased below 18.9 seconds. Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Additional information was received that over two years later this device was explanted for normal battery depletion. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not confirmed as the device met longevity expectations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which has been implanted for approximately 62 months, exhibited a battery monitoring voltage of 2.65 v and a charge time of 18.9 seconds during the last automatic capacitor reformation (acr). The boston scientific technical services department advised the following clinic that a second consecutive acr resulting in a charge time of greater than 18.9 seconds would cause the device to declare elective replacement indicator (eri). No adverse patient effects have been reported in this event.